Event description:
It was reported that the "interface" of a novum iq large volume pump was no longer working; the user was "unable to start, stop, or do anything to the infusion". This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was not received for evaluation. Instead a photo sample and video were received which confirms the reported issue. The photo and video shows a potassium cl perish 10meq /100ml being shown with the rest and whole middle screen is blank. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the issue is device software design. The reported condition was verified. There is an associated field action notification for this issue. Should additional relevant information become available, a supplemental report will be submitted.